Manufacturer narrative:
Unit received with unresponsive esc and act buttons due to flattened dome. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were difficult to press. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.